Event description:
Caller reported a cgm error, specifically error 42, related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with a complete pump reset, and the caller successfully restarted their sensor session without encountering the error again.